Event description:
It was reported the scs ipg experienced difficulty communicating with programmer and magnet. Investigation revealed the ipg flipped in the pocket. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician repaired the pocket site. No devices were explanted or replaced. The ipg is able to communicate with the external devices.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.